Manufacturer narrative:
Normal analysis. No anomalies were found. The device was above eri upon received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, and h6.

Event description:
New information received notes that the physician believed that over-sensing was caused by an anomaly of the device header. Both the right ventricular lead and implantable cardioverter defibrillator were explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episode of far r wave oversensing recorded by the implantable cardioverter defibrillator. Further evaluation in-clinic for that over-sensed noise was exhibited by the right ventricular lead. Programming interventions were made to address far r wave over-sensing. However, no interventions that addressed lead noise were reported. The patient was stable.